Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh sling on (B)(6) 2005. Later patient underwent surgery for erosion and continues to experience incontinence, physical deformity, loss of ability to perform sexually, painful injuries, has undergone corrective surgeries and may undergo future corrective surgery or surgeries.